Manufacturer narrative:
G4: 23jun2020. B4: 23jun2020. The service engineer replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
It was reported that the ventilator's navigation ring did not work and when attempting to adjust settings, the slider bounces back and forth. The customer reported that settings changes can be made via the touch screen. There was no patient involvement.